Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The threads on the battery cap and on the battery compartment were found to be stripped and unable to secure. A test cap was able to hold for testing. Unrelated to the issue, the bolus button cover was found to be missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and a cracked battery compartment. This report is made based on results of investigation completed on 12/01/2016.